Event description:
Additional information was received that the patient had high impedance. Everything was fine with the lead and generator but once the generator was placed in the pocket and diagnostics were run high impedance was received. He tried removing and reinserted the pin but the high impedance did not resolve he felt there was a lead break. The high impedance was not known prior to surgery and it was something that was found during surgery. Product analysis was completed on the generator. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The failure to program was duplicated in the pa lab and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had a lead replacement reported to be due to the surgeon not thinking it was working anymore. The lead will not be returned to the manufacturer for evaluation as it was discarded. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.